Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that the controller was stuck on the "please wait" screen this morning. Caller mentioned the controller did not charge all the way up overnight. Caller stated that they plugged the controller into the ac power supply and the recharger but the controller did not turn on. Caller noted that they reset the controller and the issue resolved. Caller mentioned that the controller charge was at 40% after charging the implant and it took almost twice the normal time to charge the implant. Caller also mentioned damage to the ac power cord plug and mentioned the recharger plug had some wear but not nearly as bad as ac power supply and recharger and controller fit snug together. Patient service specialist reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. During the call, caller mentioned they have got replacement equipment before and reset the controller before. The troubleshooting steps that were taken on the call resolved the issue. Pt also reported damage to their ac power supply. Pt stated the u shaped plastic around the pins on the ac power cord plug has been worn within the last month. Pt stated they "shaved down the frayed burrs on the plastic". Pt mentioned the ac power supply was hard to plug into the controller. During the call, caller also mentioned a damaged intellis belt. Caller stated the "foam material rips where the donut holder is" and they have to staple it together. Caller stated they have had the belt replaced in the past and have 3 belts right now that they stapled back together. Caller stated they were sent 2 belts last time and the belts were breaking within a few months of receiving them. An email was sent to repair to replace the ac power supply and belt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.